Event description:
It was reported that during a da vinci si low anterior resection procedure, the tip on the permanent cautery hook instrument broke off and fell int the patient. The broken instrument piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with the hook and ceramic sleeve assembly broken off from the yaw pulley. The hook fractured within the yaw pulley, at the cross section of one of the holes in the hook shank. Engineering concluded that the damage was likely due to mechanical overload at the tip. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: inspect the tip cover accessory periodically during use. If any damage or tears are observed, replace the tip cover accessory with a new one. Do not use another instrument to clean the tip cover accessory. To prevent damage to the tip cover accessory insulation, always straighten the instrument wrist under endoscopic visualization before removing the instrument through the cannula. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.